Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated catheter they found a leak in the irrigation tubing. During the procedure the generator displayed the error message "d05 - excessive temperature". They power cycled the generator, however, the error remained. They then attempted to troubleshoot the generator accessories, but the error returned. They then examined the irrigation tubing and discovered a saline leak and found the connection cable was frayed. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter has been received for analysis